Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification and passed self-test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery shortly after replacing the battery. The customer could not recall blood glucose level at the time of the incident. The customer changed the battery on monday (B)(6) 2017 and the pump alarmed replace battery at 4pm the same day. On thursday (B)(6) 2017 the pump alarmed for replace battery multiple times. The customer stated there were no unattended alarms in the pump, the pump was not dropped and this was the second occurence of replace battery without a low battery warning. Troubleshooting did not resolve the issue. The customer was advised to continue using the insulin pump after inserting a new battery. The insulin pump will be returned for analysis.